Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of a bio-console 560 controller instrument, it was reported that the battery was not holding charge and dies when unplugged. And the pressure sensor seems to read too high according to the user. Use of instrument was unspecified. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Additional information b5: medtronic received additional information that the battery was installed on (B)(6) 2022 and the lot number of the battery removed from the instrument was 0011198399. Device evaluation summary: the reported issue that the battery was not holding charge, and the instrument died when unplugged was verified during service. During inspection, the service technician found that the instrument was presenting a p2 error on-screen after the power on self-test (post). The service technician replaced the mp module to correct the problem. The service technician inspected the batteries and found the batteries to be measuring above 13vdc, the instrument was then run on battery for 15 minutes without a drop in battery power. The service technician replaced the batteries as a precaution. Preventative maintenance was performed per specifications. Note: the instrument was serviced in the facility by a field service technician. The instrument did not return to a medtronic facility for service/analysis. Correction g4.4 (PMA / 510(k) #): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known